Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.

Event description:
It was reported via complication form completed on (B) (6) 2007 by site. Circumstances surrounding onset of event were described as "c/o bilateral calf pain. Went to rheumatologist on (B) (6) 2005. MRI showed minor trauma or muscle pull to the left calf. No abnormalities observed in the right calf." Severity was described as "mild" with a relation to device of "uncertain." Event was treated with advil prn on (B) (6) 2005 and remained unresolved as of (B) (6) 2007.